Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the internal handles failed to allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another set of internal handles to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.